Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion, and no delivery test due to prime/fill anomaly. Unit passed the displacement test. Unit had scratched display window.

Event description:
Customer reported that her insulin pump delivered insulin that she did not programmed. Customer stated that she bumped her insulin pump and when she looked at it found that insulin was being delivered. Nothing further was reported.